Event description:
The reporter claimed the animas insulin pump has a setting issue. According to the reporter, the pump did not give a warning alarm when the cartridge was low. Reportedly, the patient was at school and the warning alarm signaled a empty cartridge. The date and time was correct. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the warning alert issue.

Manufacturer narrative:
Follow-up #1 06/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump settings showed that the low cartridge alarm was set to 10 units. A cartridge was loaded into the pump and the pump detected the correct insulin remaining in the cartridge. The pump was primed until only 10 units remained in the cartridge and the pump alarmed low cartridge as appropriate.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.